Event description:
The patient had a ventral hernia repair and returned for recurrent ventral hernia repair 21 days later to replace the mesh. The surgeon stated that the mesh was "destructed from suture". Mesh stuck to the bowel. Notes from the operative report:"the patient underwent recent repair of ventral hernia with mesh.this was disrupted resulting in loops of small bowel herniating into theabdominal wall and beneath skin and fat for which she was brought to surgery.at surgery, the patient was noted to have disruption of the previously placedpolypropylene mesh and segments of small bowel that were adherent to mesh and abdominal wall requiring lysis of adhesions."